Event description:
It was reported that an esophagogastrectomy procedure was performed on (B)(6) 2014 and no issues were noted with the staple line or cut line. An air leak test was performed and no leaks were noted during the original procedure. The patient presented on (B)(6) 2014 with a post-operative leak. The gastroenterologist performed an endoscopy procedure. The leak was identified and clipped during the endoscopy procedure. The patient is doing well at this time. It was noted that a circular stapler device was used during the original procedure, but the leak was believed to be from the linear stapler staple line. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: what technique was being performed how was the leak identified? Where was the leak? How was it determine that the leak was from this device? How was the leak managed?